Event description:
Sorin group received a report that during a procedure the s5 gas blender was alarming at specific fio2 levels. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.